Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. During our visual inspection damage to lcd window is a scratch not a crack as reported by user.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the location of the damages is on the lcd screen. Customer states that the blood glucose reading is 313 mg/dl. Nothing further reported.